Event description:
A pharmacist reported that knife blades have regularly been blunt and unusable requiring an alternate knife to be obtained. Procedure and pt involvement is unk. Additional info has been requested. Additional info was received on a returned questionnaire whereby this event occurred during a phaco procedure. The reported event resolved with no pt treatment required.

Manufacturer narrative:
No sample was received by manufacturing for eval. Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. All knives 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional info has been requested. (B)(4).